Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 250cc saline breast implants which bilaterally deflated after implantation. The issue was confirmed via ultrasound. As a result patient underwent bilateral removal and replacement as follow: left replaced with, cat #: 3501635, sn #: (B)(4), and right replaced with, cat #: 3501630, sn #: (B)(4) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On october 19, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device, and photo evaluation completed on august 30, 2022: during the visual evaluation of the device, two (2) tears (a and b) were observed on the anterior aspect, measuring approximately a: 1.0 cm and b: 1.2 cm. Additionally, an area of missing material was found on the posterior view measuring approximately 0.2 cm x 0.3 cm. Microscopic examination in the edges of the tears and missing material revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary.,according with the information reported, the customer experienced a deflation on the breast saline implant. Upon visual inspection of the images, the implant was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon visual inspection of the images, the implant was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated: device image evaluation: upon visual inspection of the images, the implant was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: upon visual inspection of the images, the implant was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. During the visual evaluation of the device, two (2) tears (a and b) were observed on the anterior aspect, measuring approximately a: 1.0 cm and b: 1.2 cm. Additionally, an area of missing material was found on the posterior view measuring approximately 0.2 cm x 0.3 cm. Microscopic examination in the edges of the tears and missing material revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).